Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications did not show in pyxis when using global find. A technical support specialist dialed into the station and found that the ordered amount had an invalid (uom) unit of measure. The invalid uom refers to the ordered uom that is not the same as or convertible to the formulary uom. Upon checking the image provided by the customer, the tss found that the dose set for this med is 5 drops, but the med ID was configured with dosage form soln-otic, strength/unit none, concentration/unit none and total volume/unit none under facility formulary. This caused incorrect or empty results for alternate locations. To fix this, the order needed a valid unit of measure or the uom had to be configured on the es system. The interface engineering team could help with this configuration if needed. The tss attached the knowledge article of " alternate location does not show results if order contains invalid uom" for user reference. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medications did not show in pyxis when using global find. The customer reported that the user was able to see a med (carbamide ear drops) was not stored in the pyxis and when the user tried to remove the med it was greyed out causing delay in dispensing medication. There were no adverse events or injuries reported based on this incident.